Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported revision of knee. Loosening of components due to a fall and pain.

Manufacturer narrative:
An event regarding loosening due to a fall involving an unknown triathlon insert was reported. Conclusion: based on the information provided, the tibial baseplate and the insert were revised due to loosening. The insert is an integral part of the tibial component construct and will have to be explanted together with the loose baseplate. A phase 3 investigation was completed for the baseplate. There is no indication or allegation that the insert contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep reported revision of knee. Loosening of components due to a fall and pain.